Manufacturer narrative:
Sample was collected in a bd lithium heparin plasma tube. Per customer, the sample was "icteric'. Customer stated that qc was recovering within range. System check data provided indicated that all parameters were passing. Service was not dispatched for this event. A root cause for this event was not determined.

Event description:
Beckman coulter inc., (bci) contacted this customer via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated that an erroneously elevated accutni result had been generated for one patient. Upon repeat on a different instrument, the results were in the normal reference range. A corrected report was sent. The result was reported out of the lab. Customer stated that there was no injury or change in patient treatment associated with this event.